Event description:
It was reported that the bd alaris¿ smartsite¿ extension set was blocked/occluded while attempting to flush it with saline. The following information was provided by the initial reporter: "prior to connecting to an established IV access; attempts were made to flush with ns total resistance was met and unable to flush device."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/13/2021 h.6. Investigation: two samples were returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that the product did not flush could not be replicated. A device history record review for model 20039e lot number221055555 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20039e lot number 21025810 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Following a small number of similar reports, bd has initiated CAPA#1998036. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21055555 regarding item #20039e. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21025810 regarding item #20039e. H3 other text : see h.10.

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set was blocked/occluded while attempting to flush it with saline. The following information was provided by the initial reporter: "prior to connecting to an established IV access; attempts were made to flush with ns total resistance was met and unable to flush device."